Event description:
Procedure type: roux-en-y/esophago-jejunostomy. Patient gender: unk. After the application, the surgeon could not remove the instrument easily. After exerting force, the instrument was removed; however, the esophagus was partly torn. Some oozing bleeding occurred. The surgeon sutured the area and the procedure was completed. No tissue loss occurred; surgical time was extended greater than 30 minutes. No patient or further procedure details are available.